Manufacturer narrative:
(B)(4).

Event description:
The pace/sense portion of this lead was capped due to loss of capture. The shocking portion is still active. A brady lead is being used for pacing and sensing now. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.